Event description:
A patient reports while activating a pod the cannula had failed to deploy and the pods pink slide had not moved forward. The pod was not worn. The patients pod will not be returned as it has been discarded. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.1 cloud - smartphone hardware iphone15.4 cloud - cgm sensor type g6.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The data showed that the pod ran for 42 pulses and was deactivated after second prime. The data shows that during first prime, timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. The high pulse width drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. Rerun of the pod replicated the pulse width abnormalities. Inspection of the drive mechanism components found no damages or deficiencies that would result in a drive stall. Measurement of the shelf mode current (smc) of the pcb assembly found it to be out of specification. Inspection of the pcb assembly found no visual damages or defects that would contribute to high smc. It could not be conclusively determined if this high smc contributed to the drive stall. The exact cause of the drive stall and subsequent failure of the pod to deploy could not be determined.